Event description:
Caller reported a nurse was accidentally stuck by a safe-t-pro lancet that did not retract after use. Reported no professional medical treatment. No serious adverse event was reported in connection with the incident. The device was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.